Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling electrical pulses from their leadless implantable pulse generator (ipg) while their cell phone was lying next to where the leadless ipg is implanted. The leadless ipg remains in use. No further patient complications have been reported as a result of this event. It was further reported by the physician that the patient experienced pacemaker syndrome due to lack of atrial sensing, the patient was upset and the patients symptoms were due to hysteresis dropping the lower rate limit to 40bpm. The device was reprogrammed and remains in use.